Event description:
It is reported that patient presented with infection associated with breakage of the schneiderian membrane and invasion of the bone into the sinus, making the implant hopeless. Dr. Removed the implant debrided the graft and sinus and recommend allowing time for healing before starting this treatment again. Pain is reported as a consequence. Tooth site # 14 (universal). The area was grafted with allograft together with the original implant placement.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: patient weight is not provided / unknown. Lot number is not provided / unknown. Additional 510(k) number is k101880.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the reported events are non-verifiable with the information provided and following inspection of the returned device. Based on the evaluation, the device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported events. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported events could not be recreated due to the nature of the dental device and event and the complaint is not related to the functional performance of the product. A definitive root cause could not be determined. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.